Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they typically charged their implant on mondays, wednesdays, and fridays. They added that each time they go to charge the implant battery will be 3/4 full and it will take them an hour to charge the implant to full. The patient then stated that when they went to charge the implantable neurostimulator (ins), it was already at 100%. The patient thought this could not be true. They added that they tried charging the ins the morning of the report again and the controller screen is showing that the ins is fully charged after 30 seconds. The patient noted that they have not had any falls or trauma and that the implant is turned on. They added that they have not made any changes or adjustments to their stimulation. The patient was advised to monitor the ins battery level and to follow-up with their healthcare provider if the ins is still not depleting. Additional information was received from the patient. There wee no changes to activity/routine. The implant was replaced on (B)(6) 2020.